Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The x-ray tube was replaced and the filament was calibrated. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system would overheat. No pt injury was reported.